Manufacturer narrative:
This is a general complaint, where no device was returned to the service hub for analysis and evaluation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the adverse event. A 12-month review was not conducted as no sn was provided. Gcm reached out to the customer for the service repair history, but no information was provided. Event logs were not provided. Conclusion: in conclusion, since the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing could be performed to determine if the device had a role in the adverse event. Updated information in d9.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved an unspecified plum 360 infusion pump. The reporter stated that the pump had alarm fatigue with battery alarm. Unfortunately, the patient that was involved in the event expired on an unspecified date.